Event description:
Health professional reported to company representative that a patient developed a seroma associated with seri device implanted in the breast on an unknown side. The device was removed, and found to be unincorporated with the patient tissue. The device is unavailable for return.

Manufacturer narrative:
Further information from the reported regarding event, product, or patient details has been requested. No additional information is available at this time. The events of seroma and inadequate ingrowth are physiological complications, and analysis of the device generally does not assist allergan in determining probable cause of this event. Typical sterilization process will degrade the integrity of the device to the point that any device evaluation would yield inconclusive results. Therefore, device return is postponed until allergan can confirm that the device does not require sterilization prior to shipment. These events are being reported because medical intervention was required, although device-relatedness has not been established.